Manufacturer narrative:
Intuitive surgical inc. (Isi) received the integrated electrosurgical unit (iesu) for failure analysis investigation. The iesu was analyzed and found reported monopolar not firing issue, which could not be confirmed or reproduced. No error log data indicated a field fault, and visual inspection found no related issues. In-house testing showed normal operation with successful energizing, cauterization, and instrument recognition on all ports. As the root cause could not be determined. Unit will be sent to the original equipment manufacturer for further analysis. The complaint was confirmed based on the field evaluation. The probable root cause of the customer reported issue can be attributed to the faulty erbe generator.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the integrated electrosurgical unit (iesu). The system was verified and ready for use. Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the unit involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure that the monopolar energy was not firing. The procedure was completed with an external generator. There were no reports of patient injury. Intuitive surgical, inc. (Isi) followed up with the customer and it was confirmed that the reported issue occurred against the erbe generator, and that it has since been replaced.